Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06717.

Event description:
It was reported to boston scientific corporation that an uphold was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; rectal pain; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant. Nonsurgical treatments: the patient was treated with topical treatment (including oestrogen cream).

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; rectal pain; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant. Nonsurgical treatments: the patient was treated with topical treatment (including oestrogen cream).